Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-05534. The same patient is represented in each medwatch. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh and monarc subfascial hammock were implanted. It was reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted due to pelvis relaxation with uterine prolapse, recurrent cystocele, stress urinary incontinence, and urethral hypermobility. The patient experienced pain, extrusion, urinary/bowel problems, recurrence, dyspareunia and dryness. On (B)(6) 2012, the patient had mesh implanted, post hysterectomy, umbilical hernia surgery due to pelvic organ prolapse, pelvic adhesions, vulvar lesion, stress urinary incontinence, cystocele, rectocele and enterocele. (B)(4).